Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the right superficial femoral artery. The vessel diameter was 5.5 to 6 mm and a 6f short sheath was placed. Atherectomy and angioplasty with a 6.0 mm unspecified balloon catheter were performed. A 5.0 x 40 mm supera self-expanding stent system (sess) was advanced; however, on deployment, the stent caught on the delivery catheter and would not separate. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. After a couple of minutes jostling [manipulating] the delivery catheter, the stent released at the target lesion and the delivery system was removed under fluoroscopy. There were no adverse patient effects and the result of the procedure was good with the stent at nominal length. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue was not confirmed as the stent was not returned and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. It may be possible that the distal sheath of the supera delivery system was entrapped or restricted in the anatomy such that the ratchet efficiency was compromised; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.